Event description:
Pt arrived to clinic on (B)(6) 2021 for evaluation of disrepair or white and black power cables on controller. Controller changed and pt educated on importance of keeping kinks and twists out of all lvad lines.